Event description:
Customer reported that the user stated there were some products "dry" and other heavily lubricated. The samples provided were all lubricated with no dry product found. User reported "dry" product caused irritation.